Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned a review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that patient underwent an unknown surgery on an unknown date in 2024, and suture was used. The suture broke from the needle. There was no patient consequence. No further information is available.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 7/23/2024. H6: component code: g07002 no device problem found. H3: investigational summary: the product was returned to ethicon for evaluation. One representative unopened sample that pertain to product code: v4940h was received for analysis. The complaint sample was not received for evaluation. Upon initial inspection of the sample, it was noted some holes in the foil. A possible cause for these conditions is due to improper handling during transit or storage. In addition, the sample was opened, and the swage and attachment area were noted as expected. The suture was dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.